Event description:
The customer reported to baxter that the reservoir ruptured during use with a basal/bolus infusor. No additional information is available at this time.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the device be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.